Event description:
It was reported that the patient presented at the hospital for magnetic resonance imaging (MRI). Prior to the MRI, the left ventricular (lv) lead exhibited high impedance. The MRI was allowed to proceed based on physician orders. No intervention was performed and the patient was in stable condition.